Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this system or anterior vitrectomy hand piece. The customer stated the posterior capsule tear was not related to any alcon product. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause cannot be determined conclusively. (B)(4).

Event description:
A medical doctor reported that the cutter port did not actuate even on full depression of the footswitch despite reconnection of the hand piece and adjustment of the cut rate parameters during a vitrectomy procedure. Following a 20-30 minute delay for troubleshooting, an alternate system was used to complete the procedure. There was no pt harm. Add¿l info was received advising that the posterior capsule tear occurred during phacoemulsification on a hyper mature, hyperopic cataract. The surgeon does not see any relation of the tear with any of the MFR¿s product. A posterior chamber intraocular lens (iol) is implanted inside the posterior capsule.